Event description:
A retrospective review of steris corp's customer complaint files revealed that this incident was initially classified as a health and safety complaint, not a reportable event. Upon further eval of all facts and circumstances surrounding the event, steris has determined that the event is reportable. In september 1999, the facility reported growth of bacillus cultured from bronchial washings and e. Coli cultured from a colonoscope that had been processed in the system 1. Steris's investigation revealed that users were adapting the endoscope in a manner contrary to the steris quick connect kit instructions. Appropriate in-service training was provided, and the facility has reported no further instances of contamination.